Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Thump was utilized and downloaded trace/history files properly. However, the pump history analysis confirmed the pump alarmed on the event date of 21-nov-2022 and prior: power error 25 alarm on 11/20/2022 11:00:00.000 to 11/21/2022 15:00:00.000. No unexpected battery alarms/alerts during testing. No rewind anomaly alarm during testing. No rewind alarms noted in the pump memory. No other motor related pump errors were found on the event date. The power management graph confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: cracked keypad overlay, broken reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay, slight peel serial number label damage, and end cap address label missing. Power error 25 confirmed in the pump history due to connector resistance j6 /pcb 1. Moisture damage was confirmed on pcba 2. Rewind anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to clear the alarm and unable to rewind the pump. Product will be returned for analysis. The customer will discontinue to use of the device.